Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy in the intensive care unit while the patient was experiencing a full code situation. Standard code measures were performed and the patient went into a bradycardic state, they were able to pace the patient and maintain on dopamine drip. The dopamine had been premixed in a 250ml IV bag at an unknown concentration, dose 20mcg/kg/min and the rate (unknown) was reflective of the dose. It was stated that the pump alarmed air in line and the nurse followed the screen displays to correct the air, stated there was no visible air in the tubing upon inspection, eventually ended up unloading and reloading the IV tubing 2 to 3 times (she couldn't recall the amount of time the infusion was delayed) before she finally got the infusion started. It was also reported the patient had expired 24 hours after the code event and that the delay therapy had no patient injury or impact on the outcome of the patient. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.